Event description:
It was reported that, "tibial non union - plate broken during post-op rehab." Difficult generated fracture plated acutely, per surgeon plate broke due to non union.

Manufacturer narrative:
Additional information requested, and if received, will be supplied on a supplemental report.